Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol marlex (bard flat mesh) (device #3). An additional emdr was submitted to represent the bard/davol composix (device #1& 2) and bard/davol marlex (bard flat mesh) (device #4). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix and marlex (bard flat mesh) on (B)(6) 1995 and/or (B)(6) 1997 and/or (B)(6) 1998. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient sustained personal injury, experienced emotional distress and the device was defective.